Event description:
Caller reported experiencing a cartridge alarm 20 during the pump load process, as they had not waited until prompted to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Although technical support assisted the caller with loading a new cartridge, the alarm persisted, leading to the decision to replace the pump. Technical support arranged for the delivery of a new replacement pump, instructed the caller on putting the pump into storage mode, and advised on steps upon receiving the replacement. Caller understood and acknowledged the guidance provided and agreed to return the problematic pump within 10 days using the provided return box and pre-paid label.